Event description:
Robotic tlh - "prior to starting a tlh on (B)(6) 2013 with (B)(6), intuitive rep, (B)(6) reports the applied medical trocar when through the aorta. Docked robot, worked for about 10-15 minutes before realizing this had happened and aborted the case. A laparotomy was performed and vascular surgeon consulted. The aorta was required. The trocar did not malfunction." Pt status: "good. Expect full recovery."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.